Manufacturer narrative:
Concomitant product: 5076 lead.

Event description:
It was reported that the patient presented for a scheduled follow-up appointment and a right ventricular (rv) lead impedance alert for high rv coil impedance was observed. It was noted the alert had triggered a few months prior and again one month later due to occasional high impedance measurements. The patient also reported to the physician that they had intentionally passed ac electric current from a home supply into themselves to self-treat palpitations, as the patient was concerned the implantable cardioverter defibrillator (ICD) was not treating appropriately. The physician confirmed there was no evidence of an arrhythmia and patient was encouraged to instead visit the hospital in the future. The rv lead was extracted and the ICD was also explanted and replaced in case of a failure present in the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was also received and analysis of the device memory indicated the right ventricular (rv) lead integrity alert and oversensing due to no n-physiologic signals/sic (sensing integrity counter). The analyst commented there was evidence of non-physiological oversensing noted during non-sustained ventricular tachycardia (nsvt) episodes on (B)(6) 2016 and a lead integrity alert (lia) warning occurred for two or more nsvt episodes <(><<)>220 ms and rv lead impedance variation in last 60 days on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.